Event description:
It was reported an apeel catheter was advanced into the coronary sinus, through manipulation of the catheter to sub-select an ideal coronary vein, the catheter went through the wall of the coronary sinus into the pericardium. Reportedly, there were no resulting patient consequences.